Event description:
It was reported by an operating room support specialist (orss) that a generator still within it¿s packaging needed to be returned due to it showing end of service (eos) prior to implant when attempting to input the initials of the patient. Device history record was reviewed for the suspect generator. The generator passed all quality control measures prior to distribution and no unresolved nonconformances were found prior to distribution. The suspect generator has not been received to date. No additional relevant information has been received to date.

Event description:
The suspect generator was received and product analysis was completed. The alleged premature battery depletion was not duplicated in the pa lab. Comprehensive electrical testing showed that the generator performed according to all functional specifications. However, a low temperature was noted on the date of attempted implant. It is known that low temperature can impact battery voltage. Therefore, the low battery voltage appears due to low storage temperature. No other anomalies were noted. No additional relevant information has been received to date.